Manufacturer narrative:
It was reported that the end-user experienced a fall while she was seated and leaning backward on the rollator. Reportedly, as this motion was performed, the right front wheel "snapped" and the rollator "collapsed." The end-user fell onto her buttocks, back, and right hand. She was taken to a local hospital emergency department (ed) by paramedics. In the ed, the end-user reportedly received an x-ray to her "back," right hand, and right arm. No fractures were noted on these x-rays. The end-user reports she also received an MRI of her "back" which showed that the rods in her back from a previous back surgery had "pushed forward." No additional diagnostic tests reported. No ed treatments reported. Per the end-user she was discharged home after the ed evaluation with two new medication prescriptions. The end-user reported she has experienced difficulty moving her neck, swelling and bruising to her back, burning and pain on both of her legs, and numbness to the first three toes of her right foot. No sample was returned to the manufacturer for evaluation. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the end-user experienced a fall while she was seated and leaning backward on the rollator. Reportedly, a post-fall MRI showed that rods in the end-user's back were "pushed forward."